Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd¿ intima-ii had black strip or punctate foreign bodies inside the package. Customer¿s verbatim: ¿ nurse found foreign matter( a black strip or punctate foreign body) in the package. ¿

Manufacturer narrative:
Investigation: a DHR was performed and no abnormalities were observed during production of the lot. 3 samples were returned. Foreign matter was observed and was determined to possibly be from the assembly machine and molding machine assembly line. A small portion of this material was removed from the sample and prepared for ftir spectral analysis.. The analysis shows that this material is most likely polyethylene terephthalate (pet).

Event description:
It was reported that three bd¿ intima-ii had black strip or punctate foreign bodies inside the package. Customer¿s verbatim: ¿ nurse found foreign matter (a black strip or punctate foreign body) in the package. ¿